Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic thoracic surgery, a scrub nurse found that the cartridge was damaged when it was opened. The cartridge was changed and completed the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n55316. The analysis results showed that one vasecr35 reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.